Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. ¿in addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; however, it appears that patient factors (nodular calcium in the left coronary) may have contributed to the events. There is no allegation or indication a device malfunction contributed to this adverse event. There is no indication that expiration of the patient is related to the device. Per report, the patient passed away approximately 15 days post procedure due to developing pneumonia and septicemia, which resulted in multiple organ failure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post valve implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach an annular rupture was noted. As reported, implantation volume was nominal 2ml. There was no leak observed post implant. A transthoracic echocardiogram showed no pericardial effusion. A repeat echo post implant demonstrated an effusion. The patient remained hemodynamically stable and was transferred for post management care. During transfer the patient became hypotensive. An echo demonstrated cardiac tamponade. A pericardiocentesis was performed and the patient was becoming hemodynamically stable. After a period of observation, the pericardial effusion re-accumulated. A decision was made to perform surgical annular repair. A surgical aortic valve replacement (avr) and explant of the thv was performed. ¿the patient was transferred in stable condition the cause of rupture was nodular calcium in the left coronary cusp.